Event description:
It was reported the brake cables on the rollator have broken. The wheel moved over the side of the porch causing the end user to fall and twist her ankle.

Event description:
It was reported the patient was seated in the rollator on her porch when she made a sudden movement. As the brake cables had broken some time ago, the rollator rolled off the side of the porch causing the end user to fall. The patient presented to the facility complaining of pain in her ankle. The physician diagnosed her with torn ligaments and prescribed physical therapy. Within a few days, the patient developed a fever and was admitted to the hospital. Once released from the hospital, the patient was transferred to a nursing facility to undergo the required physical therapy. Follow up found no further patient complications reported.